Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: while applying extreme torque on the trocars with graspers inside the pt, the trocar broke in half in the pt. Both pieces were retrieved. The surgeon stated that they were pushing the outer capabilities of all instruments in this procedure. The pt was obese. Four of the account's reusable graspers were also broken during this procedure. A new trocar was inserted and the case was completed. This did not cause more than 250cc of blood loss. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).